Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a diagnosis procedure, which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and performed troubleshooting. Analysis of the system log files showed ¿connection with general power distribution unit (gpdu) was lost¿ malfunction. During troubleshooting, fse found that the issue was not with the gpdu unit and the communication between the host pc and the control network was faulty. The host pc occasionally slowed, followed by gpdu, image processing pc, and geo pc errors. These issues were caused by the host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc and ethernet switch by the fse has resolved the reported issue and restored the functionality of the system. Following replacement, the system was restored to good operating order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had a gdu error. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and after the host pc and ethernet switch were replaced, the system was returned to use in good working order. Due to the lack of information, we are conservatively reporting this event.